Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to out of range high pacing impedance measurements. No additional adverse patient effects were reported. The device and the lead remains implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.